Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes that during a generator replacement for battery depletion, blood was observed beneath the outer insulation of the ventricular lead. The patient was pacemaker dependent and a new lead was placed.